Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder/urinary problems ¿ uti/ infection (bladder/bladder urinary tract/vaginal) type: urinary tract"), vaginal infection ("vag. Infect."), headache ("headaches"), ovarian cyst ("cysts/ reproductive system disorder or condition type of disorder or condition: ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), bacterial infection ("bacterial infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, vaginal infection, headache, ovarian cyst, vaginal haemorrhage, migraine, bacterial infection, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered back pain, bacterial infection, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received : case category updated to serious incident. Reporter added. Events added- vaginal haemorrhage, migraine, pelvic pain, bacterial infection, dysmenorrhea, dyspareunia, back pain. Event ¿cyst¿ updated to ¿ovarian cyst¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.